Manufacturer narrative:
(B)(4)

Event description:
The complaint device was returned for evaluation. The device was visually inspected and "call tech support" error was observed on the screen. Functional testing was performed and the test failed. The customer complaint was confirmed because no audio output. The root cause was determined to be a defective speaker.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to claim no audio output on (B)(6) 2016. At the time of contact, no injury or medical intervention was reported. The complaint device was returned for evaluation. A follow-up report will be submitted upon completion of device evaluation.